Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A female patient, 230 lbs., presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy measured 7.6mm, clear of calcification or tortuosity; and a deployment depth measurement of 5cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr, activated clotting time (act) was recorded at 250, heparin and protamine were administered and a 18f manta device was deployed to the measured depth for closure. Following deployment, a post-angiogram revealed an occlusion. The radiologist was called in for consultation but was unable to open the artery. The surgeon was consulted and made the decision to perform a surgical cut down, explanted the manta device, and succe ssfully repaired the artery. During the surgical intervention it was noted the anchor was positioned correctly and the anchor and collagen were not deployed within the vessel causing the occlusion. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The patient did not experience any harm, injury or health consequence from this event and outcome post-procedure was stable. Due to insufficient information regarding the initial, deployment, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring surgical intervention cannot be determined. Therefore, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical intervention remains undeterminable. Risk documentation was reviewed, and occlusion is a known risk. The severity of harm is ranked at a 4 based on local surgical repair was utilized to treat the occlusion. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that: "manta device was deployed to the rcfa and after angiogram rcfa was closed. Radiologist was called for consultation and was unable to open the artery. Surgeon was consulted and suggested a cutdown. Rcfa was successfully fixed by surgeon." Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7.6mm with no reported calcification or tortuosity. Measured depth or the manta was 5. Act was 250 and both heparin and protamine were administered during the procedure.

Event description:
It was reported that: "manta device was deployed to the rcfa and after angiogram rcfa was closed. Radiologist was called for consultation and was unable to open the artery. Surgeon was consulted and suggested a cutdown. Rcfa was successfully fixed by surgeon." Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7.6mm with no reported calcification or tortuosity. Measured depth or the manta was 5. Act was 250 and both heparin and protamine were administered during the procedure.

Manufacturer narrative:
Qn#(B)(4).